Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing discomfort at the ipg site and described by the patient as heating. The patient reports this occurs intermittently. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced.

Manufacturer narrative:
Corrected sex of patient from male to female.

Event description:
Follow up information identified the issue has been resolved. Therapy was resumed.